Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtbb1d1 ICD, implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.